Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed the on/off switch cannot be moved to the off position as a result, unit cannot be turned off. Additional tests revealed when the unit's on/off switch was moved to the off position (to the extent possible) the led started to blink rapidly and static was heard, unit has intermittent power. The on/off switch is rusted therefore, unable to fully move the switch to the off position. (B)(4).

Event description:
Customer reported the on and off switch is not easy to maneuver. The issue was discovered during setup, but the date is unknown. No patient incident or injury was reported.